Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the sicu, resistance was met when withdrawing the swg from the advancer. As a result, a new kit was opened and used without issue. A delay was reported, however, no death or complications were reported as a result of this occurrence.